Event description:
Procedure type: gynecology. According to the reporter: soon after inserting port, found a broken piece that had dropped into the cavity. The piece was retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt's status: ok. No further pt info available.

Manufacturer narrative:
(B) (4)